Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: air in line alarm. Detailed inquiry description: per facility report- "tonight my patient in ticu bed 16 was receiving vasopressin. When I arrived at the unit the pump was running without issue. However, at roughly 2200, the pump began alarming that there was air bubbles in the line. After inspection of the line, there were no air bubbles to be found and I attempted to restart the pump. Almost immediately the pump began alarming there was air in line again. I again inspected the line and found no air. Again, I attempted to restart it, however, was unsuccessful at keeping in running due to repeated air bubble alarms. Ultimately, I had to have another rn come and assist me in getting the pump restarted." No injury reported.